Manufacturer narrative:
The complaint condition for the 323.062 lot number 9639367 2.0mm drill bit was likely caused by a collision with something harder than bone during surgery; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 323.062 2.0mm drill bit is an instrument routinely used in the 2.4mm/2.7mm variable angle lcp forefoot/midfoot system. The device was returned and reported to have broken during surgery and that a portion of the tip was left in the patient. This condition is confirmed; approximately the most distal twelve millimeters of the device tip are missing from the device and were not returned with the device. The device ends in a jagged fracture surface from where the missing tip broke away from. It is likely that the device collided with something harder than bone during surgery leading to this complaint condition. The device was manufactured in september 2015 and is only four months old. The balance of the returned device is in fairly good condition without much visible wear. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) for a left olecranon fracture, the tip of the drill bit broke off inside the patient's bone. Surgeon attempted a few times to retrieve the broken tip and noted that it was embedded deep inside the bone and decided not to remove the broken tip. No further medical intervention was required. Another drill bit was used to successfully complete the procedure. The time delay was minimal, approximately, three - four minutes.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing site: (B)(4). Manufacturing date: september 18, 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit tip broke off in a patient. It was not able to be retrieved.this is report 1 of 1 for (B)(4).